Event description:
Patient just received new pump (sn: (B)(4), maint 4/27/2018) and started to use yesterday ((B)(6) 2018) but she says every hour or so the pump would start beeping but nothing would show on the screen-no error messages or anything. She changed the battery to the pump 3 times and each time it would be fine for a little while then it would start beeping again. She finally turned it off and switched to her other pump. Pt is scared to use the pump as it kept doing this, informed her we will send another replacement pump. No other information provided. Yes - malfunction occurred while in use but did not cause any adverse effects. Yes - we are replacing the pump and returning the malfunctioning one. Dose or amount: 22.25 ng/kg/min; frequency: continuous; route: sub q; dates of use: from (B)(6) 2018 to ongoing; diagnosis or reason for use: pah.